Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow up communications livanova learned that the engineer of the hospital investigated the device and traced the fault to a defective cooling compressor. Reportedly, bubbling sound could be heard indicating refrigerant leaking from the cooling coil. The device has been removed from service and likely will be scrapped. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. The engineer of the hospital investigated the device.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t tripped the mains power in the operating room during priming. There was no patient involvement.

Manufacturer narrative:
H.10: complaints database analysis revealed that no similar event since unit installation in 2018. The reported event is a known issue. Livanova put in place corrective action to reduce this type of events in case of breach of the cooling coil being generated due to stirrer flow in the tank leading to hole formation in a narrow area of the coil. However, in this specific case, the exact location of the hole on the cooling coil could not be determined. This device was already upgraded with the erosion kit upgrade that includes the new design of the pump head of the stirrer motor to prevent the water flow directed to the narrow area of the cooling coil. The reported event was claimed after the upgrade and it is not possible to exclude that the condition of the cooling coil was already compromised before the upgrade to such an extent that the copper was rather degraded.

Event description:
See initial report.